Event description:
It was reported that the patient presented with syncope and they were unable to confirm pacing with a magnet, and the device could not be interrogated. It was also reported that the patient was subsequently using a temporary pacemaker. The current status of the device is unknown. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented with syncope and they were unable to confirm pacing with a magnet, and the device could not be interrogated. It was also reported that the patient was subsequently using a temporary pacemaker. The current status of the device is unknown. No further patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced due to no output and end of service life.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.